Manufacturer narrative:
Blank display due to moisture damage on the electronics. Moisture damage found on the motor also. Unable to perform the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display anomaly. Insulin pump had cracked case at display window corner, reservoir tube lip and minor scratched display window. (B)(4).

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was 400 mg/dl. Device was exposed to moisture. Customer was pushed into the ocean. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.